Manufacturer narrative:
A ge representative evaluated the system and replaced the 3v battery on the monoblock. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported a checksum error, and system will not boot. No patient injury was reported.